Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that a patient was in the emergency room and intubated due to an infection. The neurostimulator did not work for the patient, and the healthcare provider aimed to rule out a stroke. The provider initially considered performing a magnetic resonance imaging (MRI) but opted for a computed tomography scan instead due to the presence of the stimulator. The patient had undergone two mris in the past few years. Additionally, the patient no longer possessed a patient programmer. The agent reviewed MRI guidelines with the patient's representative and provided a national answering service number for hospital use.